Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A manual injection was delivered to address bg. The customer alleged that the pump was not delivering boluses; however a review of the pump history showed that boluses were delivered. The pump functioned as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.